Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips from the er320 did not close properly. The device was sent in prior to contacting rep. A new er320 was used to complete the case. There was no consequence to the pt.